Manufacturer narrative:
Please refer to the subject analysis report.

Event description:
Reportedly, during the implantation procedure of the pacemaker in a patient with av block iii and no intrinsic rhythm, when the device was connected to the right ventricular lead (the first lead that was connected) no pacing was observed. The device did not pace in bipolar outside the pocket or in unipolar with skin contact. After 5 unsuccessful attempts, it was decided to implant another device. During the procedure, the patient had several asystole episodes up to 10 seconds.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure of the pacemaker in a patient with av block iii and no intrinsic rhythm, when the device was connected to the right ventricular lead (the first lead that was connected) no pacing was observed. The device did not pace in bipolar outside the pocket or in unipolar with skin contact. After 5 unsuccessful attempts, it was decided to implant another device. During the procedure, the patient had several asystole episodes up to 10 seconds.